Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data, and did not find an instrument malfunction. Quality controls were within range on the day of the event. The cause of the discordant, falsely high sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was also repeated on an alternate dimension vista 1500 instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium result.